Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral device rupture".

Event description:
Patient via company rep. Reported a right side ¿breast have physically changed¿, "device rupture which has impaired the patient normal activities and resulting on psychological problems", and "experiencing discomfort and pain". "Ultrasound reports ... Intra and extracapsular rupture", "mammography reports right side intense calcification and ... Device rupture". Patient representative reported "after a little more than 2 years, presented discomfort, pain in her right breast". Ultrasound additionally verified a "breast cyst". Physician reported via patient rep. "Alteration/rupture of prosthesis was noticeable by touch." Patient rep. Included "this situation worsened the emotional state of patient, the patient suffered, felt anguish, pain and was worried," "the prostheses rupture caused local pain, swelling and discomfort. The device has been replaced.